Event description:
The facility reported that a slush drape from a valve pack leaked during a surgical procedure. A hole was discovered at the end of the case when the drape was removed from the warmer, revealing saline and surgical contents pooled at the bottom of the machine. The procedure was completed without delay. No injury or medical intervention was required; however, additional antibiotics were administered as a precaution per the surgeon and anesthesia team's recommendation. No patient injuries, infections, or complications were reported.

Manufacturer narrative:
Medline received a complaint from (B)(6) hospital on (B)(6) 2025, regarding two non-sterile slush warmer plate drapes (part number: ors-330n) that leaked during use due to holes in the material. The defect was confirmed based on customer-provided images; however, no physical samples were returned. A thorough investigation was conducted, including evaluation of manufacturing processes, equipment, materials, personnel, and environmental conditions. No issues or changes were identified that could contribute to the reported defect. All relevant procedures and quality controls were found to be properly implemented and effective, including visual inspections and first article evaluations.no similar complaints were reported for this product in the past year. The defect could not be replicated, and the root cause remains undetermined. The risk assessment concluded a low risk level, and no corrective or field actions were deemed necessary. A quality alert was issued, and ongoing monitoring of complaint trends will continue.